Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of being implanted with a 25mm, non-abbott valve and has a previous bypass with grafts on the coronaries. The patient has a horizontal anatomy with an aortic valve angle measured to be 62 degrees. During the procedure, at 80 percent the valve was placed at a depth of 2mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc); the valve was able to be implanted then it migrated towards the aorta. A second 27mm, navitor valve was deployed successfully. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The implanter believes the cause of migration to be due to the root angle. The patient was in a stable condition and subsequently discharged.